Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. Programming changes were made to disable sensing on the rv lead and enable sensing on the left ventricular (lv) lead. The patient was in stable condition.